Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited low out-of-range pace impedance measurements and noise oversensing. When the device was checked after the alert, the impedance measurements returned to normal values. The device sensitivity was adjusted. Additionally, the device displayed a mismatch between the longevity estimate tools. After testing, the longevity estimates matched. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates the sensitivity adjustment helped reduce the noise oversensing and the physician plans to continue routine follow-up appointments. This product remains in service. No adverse patient effects were reported.